Event description:
The customer reported that an mp30 monitor fell from its mount, and landed in a pt's arms. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that an mp30 monitor fell from it's mount, and landed on a pt's arm. No pt harm was reported. The available info is not sufficient to determine if there was a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.